Manufacturer narrative:
Results code: catheter.

Event description:
It was reported that the pt experienced fluctuation in delivery of the baclofen with underdose symptoms including itching. No trauma was reported. No alarms were heard. A CT was performed (in 2009) which revealed the catheter entered the bony canal at l3-4 and extended cephalad to the t8-9 level in the epidural space. No area of discontinuity or cord kinking was apparent with the tubing entering the thecal sac. Alignment of the bony spine was normal. A MRI was also performed in the same day. Multiple pulse sequences were employed in various obliquities were performed throughout the thoracic and lumbar spine. An artifact involving the anterior abdominal wall on the right side was produced by the presence of the baclofen pump. Marrow signal intensity was normal throughout the thoracic and lumbar spine. The disc space height and signal intensity was normal throughout. The cord appeared to be mildly atrophic particularly in the thoracic region. It was determined that the catheter had migrated into the dural space. The patient underwent surgery to replace the catheter. The pt recovered without sequela. The pt's pump contained lioresal.